Event description:
Medtronic received info that this bioprosthetic valve was abandoned at implant after echocardiographic examination showed that the left atrium was expanded due to blood pooling. The valve was explanted and replaced. Four days post operatively, the pt died due to low output syndrome (los).

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's qual lab in 2009, and is currently undergoing analysis. Conclusion: review of device history records show that this valve met all mfg specification for product released for distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.